Event description:
The customer reported that her blood glucose reached 292 mg/dl less than a day after activating this pod. She removed the pod and noted that there was no mark where it should have pierced the skin. Looked like. She doesn't believe the cannula inserted. She took a 5 unit correction by manual injection and was activating a new device.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not insert properly into the skin at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The pdm also displays a reminder to check the infusion site and cannula after insertion. Qualification records were reviewed and the product lot met all acceptance criteria.